Event description:
It was reported to philips that the system's hand switch button was active at start-up, which could impact booting up the system. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) reviewed the system logs remotely and found the injector hand switch was active at startup. To resolve the issue, customers replaced the faulty hand switch with new one. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.